Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and found that there was no damage to the needle or cannula. The reported event of a detached needle was not confirmed. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on 02/12/2019, there was a reported detached needle. The sensor was inserted at the abdomen on 02/12/2019. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No additional event or patient information is available.